Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that about a week ago, the patient regressed regarding the dbs therapy. They synced with the patient programmer and it showed stim off. The caller was unable to turn the stim on at the time because the healthcare team was working on the patient. It was noted the patient was in the hospital for dehydration and low blood pressure and had tests within the last 4 weeks and a CT scan. The caller said they would turn stimulation on once they could. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating the circumstances that led to the implant being off was there was a change in the person using the device. The issue of the device being off and the regression had been resolved.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported the circumstances that led to the implant being off was the patient accidently turned it off. The issue was resolved.